Manufacturer narrative:
(B)(4). Additional 510k codes: k013227.

Event description:
It was reported that hex stripped from implant tooth location #28. Dentist placed another implant - bigger size 4.7 distal to area and completed the procedure.

Event description:
It was reported that the ratchet extension became stuck to the implant and could not be removed. Tooth location #28. The dentist was able to separate the implant and the extension. The implant appeared to be damaged. Dentist placed another implant -bigger size 4.7 and completed the procedure.